Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11 device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was returned with a bent main tube, preventing it from being placed in the in-house system. Additional findings unrelated to the customer complaint revealed a fully broken distal snake wrist cable. There were no signs of discoloration, corrosion, or contamination, and surrounding components showed no damage that could have caused the break. The snake wrist was dislodged. The instrument had a dislodged snake wrist, causing misaligned wrist disks and a broken distal snake wrist cable. The wrist assembly was bent and could not pass through a cannula. A visual inspection revealed that the grip cable was loose at the proximal end. The instrument had a bent main tube at the midpoint, preventing proper jaw movement, with no damage to adjacent components.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the physician felt that the sealer was not sealing appropriately. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The instrument was inspected by staff before case, no evidence of damage. Sealing was performed at the time of the issue. Instrument involved with insufficient sealing. Instrument worked on small segments of tissue during the dissection. No errors were reported. Tissue was cut and oozing was present. Target tissue was around the appendix stump. Jaws did not come into contact with a clip, suture, staple, or other metal objects. Light debris was noted on the jaws. There was no unexpected bleeding. The surgeon felt it was the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.